Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ("inflammation utreus"), salpingitis ("inflammation of tubes"), pelvic pain ("pelvic pain / pain"), autoimmune disorder ("autoimmune issues") and endometriosis ("endometriosis") in an adult female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine and lumbar pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity and chiari malformation. Concomitant products included dexlansoprazole (dexilant), ferrous sulfate, fluconazole (diflucan), fluorescein sodium (florestin), gabapentin, meloxicam, metronidazole (flagyl), naproxen, nortriptyline, terconazole, tizanidine and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced urticaria ("hives / rashes or skin conditions type: allergic urticaria"). In 2010, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and weight decreased ("weight loss"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea") and gastrointestinal disorder ("gastrointestinal disorder"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions; skin rash"), feeling abnormal ("brain fog"), amnesia ("memory loss"), fungal infection ("numerous yeast infection"), vulvovaginal mycotic infection ("vaginal yeast infection"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), pain in extremity ("leg pain / arm pain"), abdominal pain upper ("stomach pain"), chest pain ("chest pain"), dysphagia ("inability to eat without some sort of stomach problems"), endometriosis (seriousness criterion medically significant), peripheral swelling ("leg swelling"), menorrhagia ("period went from 4 days to 7 days"), uterine leiomyoma ("fibroids"), cyst ("cysts"), adenomyosis ("adenomyosis"), adhesion ("adhesions (scar tissue)"), hypersensitivity ("allergy") and cervix inflammation ("inflammation cervix"). The patient was treated with surgery (underwent procedure to remove the essure/bilateral salpingectomy ¿ laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine inflammation, salpingitis, autoimmune disorder, dysmenorrhoea, rash, feeling abnormal, amnesia, dyspareunia, urticaria, fatigue, alopecia, nausea, vaginal discharge, weight decreased, gastrointestinal disorder, dysphagia, endometriosis, peripheral swelling, menorrhagia, uterine leiomyoma, cyst, adenomyosis, adhesion, hypersensitivity and cervix inflammation outcome was unknown, the pelvic pain, abdominal pain and vulvovaginal mycotic infection was resolving and the fungal infection, back pain, pain in extremity, abdominal pain upper and chest pain had resolved. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, adhesion, alopecia, amnesia, autoimmune disorder, back pain, cervix inflammation, chest pain, cyst, dysmenorrhoea, dyspareunia, dysphagia, endometriosis, fatigue, feeling abnormal, fungal infection, gastrointestinal disorder, hypersensitivity, menorrhagia, nausea, pain in extremity, pelvic pain, peripheral swelling, rash, salpingitis, urticaria, uterine inflammation, uterine leiomyoma, vaginal discharge, vulvovaginal mycotic infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: no evidence of tubal patency; in (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients social media: salpingitis, uterine inflammation, autoimmune disorder, dysphagia, endometriosis, leg swelling, menorrhagia, infection, fibroids, cysts, adenomyosis, adhesions hypersensitivity, cervix inflammation, confirming (abdominal pain, fungal infection, gastrointestinal disorder). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine and lumbar pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight and chiari malformation. Concomitant products included dexlansoprazole (dexilant), ferrous sulfate, fluconazole (diflucan), fluorescein sodium (florestin), gabapentin, meloxicam, metronidazole (flagyl), naproxen, nortriptyline, terconazole, tizanidine and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions; skin rash"), feeling abnormal ("brain fog"), amnesia ("memory loss"), fungal infection ("numerous yeast infection"), dyspareunia ("painful intercourse"), urticaria ("hives"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), vulvovaginal mycotic infection ("vaginal yeast infection"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal disorder"), back pain ("back pain"), pain in extremity ("leg pain / arm pain"), abdominal pain upper ("stomach pain") and chest pain ("chest pain"). The patient was treated with surgery (underwent procedure to remove the essure/bilateral salpingectomy ¿ laparoscopy). Essure was removed on (B)(6)-2017. At the time of the report, the pelvic pain, abdominal pain, fungal infection and vulvovaginal mycotic infection was resolving, the dysmenorrhoea, rash, feeling abnormal, amnesia, dyspareunia, urticaria, fatigue, alopecia, nausea, vaginal discharge, weight decreased and gastrointestinal disorder outcome was unknown and the back pain, pain in extremity, abdominal pain upper and chest pain had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, amnesia, back pain, chest pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, gastrointestinal disorder, nausea, pain in extremity, pelvic pain, rash, urticaria, vaginal discharge and weight decreased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6)-2009: no evidence of tubal patency; on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)-2018: plaintiff fact sheet received: events hives, fatigue, hair loss, nausea, vaginal discharge, weight loss, gastrointestinal disorder , back pain, leg pain, stomach pain, abdominal pain are added. Lab data updated. Concomitant, historical conditions are added. Product, patient & reporter information updated. On (B)(6) 2018: medical record received. Lot number added. Historical conditions are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), rash ("skin rashes"), feeling abnormal ("brain fog"), amnesia ("memory loss"), fungal infection ("numerous yeast infection") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent procedure to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, rash, feeling abnormal, amnesia, fungal infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, amnesia, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ("inflammation "uterus""), salpingitis ("inflammation of tubes"), pelvic pain ("pelvic pain"), autoimmune disorder ("autoimmune issues") and endometriosis ("endometriosis") in an adult female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine and lumbar pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity and chiari malformation. Concomitant products included dexlansoprazole (dexilant), ferrous sulfate, fluconazole (diflucan), fluorescein sodium (florestin), gabapentin, meloxicam, metronidazole (flagyl), naproxen, nortriptyline, terconazole, tizanidine and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions; skin rash"), feeling abnormal ("brain fog"), amnesia ("memory loss"), fungal infection ("numerous yeast infection"), dyspareunia ("painful intercourse"), urticaria ("hives"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), vulvovaginal mycotic infection ("vaginal yeast infection"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal disorder"), back pain ("back pain"), pain in extremity ("leg pain / arm pain"), abdominal pain upper ("stomach pain"), chest pain ("chest pain"), dysphagia ("inability to eat without some sort of stomach problems"), endometriosis (seriousness criterion medically significant), peripheral swelling ("leg swelling"), menorrhagia ("period went from 4 days to 7 days"), infection ("infection"), uterine leiomyoma ("fibroids"), cyst ("cysts"), adenomyosis ("adenomyosis"), adhesion ("adhesions (scar tissue)"), hypersensitivity ("allergy") and cervix inflammation ("inflammation cervix"). The patient was treated with surgery (underwent procedure to remove the essure/bilateral salpingectomy ¿ laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine inflammation, salpingitis, autoimmune disorder, dysmenorrhoea, rash, feeling abnormal, amnesia, dyspareunia, urticaria, fatigue, alopecia, nausea, vaginal discharge, weight decreased, gastrointestinal disorder, dysphagia, endometriosis, peripheral swelling, menorrhagia, infection, uterine leiomyoma, cyst, adenomyosis, adhesion, hypersensitivity and cervix inflammation outcome was unknown, the pelvic pain, abdominal pain and vulvovaginal mycotic infection was resolving and the fungal infection, back pain, pain in extremity, abdominal pain upper and chest pain had resolved. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, adhesion, alopecia, amnesia, autoimmune disorder, back pain, cervix inflammation, chest pain, cyst, dysmenorrhoea, dyspareunia, dysphagia, endometriosis, fatigue, feeling abnormal, fungal infection, gastrointestinal disorder, hypersensitivity, infection, menorrhagia, nausea, pain in extremity, pelvic pain, peripheral swelling, rash, salpingitis, urticaria, uterine inflammation, uterine leiomyoma, vaginal discharge, vulvovaginal mycotic infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: no evidence of tubal patency; on an unknown date: total bilateral occlusion ¿concerning the injuries reported in this case, the following ones were described in patients social media: salpingitis, uterine inflammation, autoimmune disorder, dysphagia, endometriosis, leg swelling, menorrhagia, infection, fibroids, cysts, adenomyosis, adhesions hypersensitivity, cervix inflammation, confirming (abdominal pain, fungal infection, gastrointestinal disorder). Most recent follow-up information incorporated above includes: on 7-jun-2018: per social media: following events: inflammation uterus, inflammation of tubes, autoimmune issues, inability to eat without some sort of stomach problems, endometriosis, leg swelling, period went from 4 , days to 7 days, infection, fibroids, cysts, adenomyosis, adhesions (scar tissue), allergy and inflammation cervix. She had recovered from yeast infection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.